Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings falling off [device breakage] strings not on correctly [device physical property issue] cause was traced to manufacturing [manufacturing issue] case narrative: consumer reported via email that the tampon strings were falling off. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings falling off [device breakage]; strings not on correctly [device physical property issue]. Case narrative: consumer reported via email that the tampon strings were falling off. No injury was reported.